Manufacturer narrative:
Device has been discarded/lost.

Event description:
It was reported that an everest screw was fractured post-operatively. Revision has occurred and a new screw was placed. The fractured portion was left in the pedicle.

Event description:
It was reported that an everest screw fractured approximately 2 years post-operatively. Revision has occurred and a new screw was placed. The fractured portion was left in the pedicle.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per additional correspondence, the patient's bone quality was determined to be sclerotic, with remnants of bone cement in the pedicle. This bone cement may have been implanted during the initial surgery but it cannot be confirmed. The revision surgery was being performed to replace the fractured screw and replace the screws with larger screws. No further information is available. From the IFU: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. As the screw was implanted for over an year, the likely cause is fatigue load on the device over time. If more information is received and/or devices are returned for evaluation this investigation will be reopened and updated.